Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the forceps cover glue peeling was due to aging or a result of external force such as strong rubbing on the part in normal use including reprocessing. The following is included in the instructions for use which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Per the legal manufacturer, a broken distal tip as included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur.

Manufacturer narrative:
This supplemental report is submitted to provide additional information received from the user facility. Per the facility, the problem was noted on february 4, 2021 during reprocessing following an endoscopic ultrasound (eus) procedure. The procedure was completed with the same device and no delay. Likely cause of the distal tip break was unknown. The tip did not fall into the patient. The device was inspected prior to use and no abnormalities were noted. The following devices were used during the procedure: two (2) olympus ultrasound balloon cuffs for ultrasonic endoscope and the echotip ultrasound needle ultra.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The probe unit was found loose and the forceps cover glue was peeling. It was also noted the angle wires were stretched and there was a crack of adhesive on the a-rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the distal tip was broken on the evis exera ii ultrasound gastrovideoscope. No patient involvement was reported.